Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 78 mg/dl. Troubleshooting was performed but could not be completed due to the customer not having a tubing clamp. Advised to change set but the customer refused because she believes it is in a good spot. Nothing further reported.